Manufacturer narrative:
No product was returned and no lot number provided. Follow up with the initial reporter found the bur was used with a drill and power system that are not identified as compatible with this bur.

Event description:
In (B)(6) 2018, during the left total knee arthroplasty a 4.0 mm standard bur ref #(B)(4) broke. The broken bur was sequestered.